Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported waterfall deformity and seroma. Later, healthcare professional reported capsular contracture baker grade ii and no seroma after all. Pain was also reported. Then, healthcare professional reported rupture. This record is for a right side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: no observed. ¿ malposition: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported waterfall deformity and seroma. Later, healthcare professional reported capsular contracture baker grade ii and no seroma after all. Pain was also reported. Then, healthcare professional reported rupture. This record is for a right side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: no observed rupture on the device. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ local reaction: unable to observe as it is not related to the manufacturing process. ¿ breast pain unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side waterfall deformity and seroma. Healthcare professional later reported capsular contracture baker grade ii, pain, and no seroma after all. Healthcare professional additionally reported rupture. Device has been explanted and replaced with non-abbvie device.